Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that moderate to severe aortic insufficiency was observed on this inspiris resilia valve model 11500a23 after an implant duration of one (1) year and three (3) months. At the time of the implant procedure, intraoperative echo did not show any leak with a gradient across the valve of 10 mmhg. There were no perioperative concerns about the subject device at that time. However, predischarge echo studies showed mild to moderate aortic insufficiency (ai). Several follow up echo examinations were performed showing progressive ai to moderate to severe level creating a significant clinical concern. The patient was currently clinically well and physically active, but was placed under consideration for reintervention.

Manufacturer narrative:
A DHR review was performed, and no related non-conformances were found. At the time of the reported event, the device was still implanted in the patient. Echo images were unavailable, so a third party was unable to perform a separate review from the customer provided echo report. The provided echo report does show worsening regurgitation over a short period of time (between 29-dec-2020 and 25-mar-2022), but, based on the information available, the root cause is inconclusive. The intraoperative echo report was not included in the provided echo reports. Of note, the patient has a congenital native bicuspid valve, which may have contributed to the bioprosthetic valve regurgitation. Technique related issue is valve distortion during implant which may result in a dropped leaflet or asymmetric coaptation. These techniques are not typically the result of product malfunction; however, they may contribute to mild to severe regurgitation and if undetected may require reoperation. The valves are tested for flow and coaptation during manufacturing prior to final distribution. Edwards conducts manufacturing and inspection tests to ensure optimum functionality of each valve prior to final distribution. Such tests used to evaluate if edwards valves meet specification include forward flow testing to determine the pressure gradient across the open valve and a coaptation test under constant hydrostatic back pressure to visually evaluate the coaptation of the leaflets. Based on the information available, a definitive root cause cannot be conclusively determined; however, patient and or procedural factors may have caused or contributed. There is no evidence to suggest a design or manufacturing defect.

Manufacturer narrative:
Added information to section h6 (health effect-impact code). Corrected data h6 (health effect-impact code): "2271 - therapeutic response decreased" code removed, h6 (type of investigation): "4109 - historical data analysis" code removed. H10: additional manufacturer narrative: regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors, such as the potential presence of a short aneurysmal segment at or very close to the pvl origin, likely caused or contributed.

Manufacturer narrative:
Serial echo images were received and evaluated by an independent expert in echocardiography. Per his review, the submitted echocardiographic images are remarkable for 1) the submission of a preoperative tte and 5 postoperative echocardiograms (the last including tee images), but no images from intraoperative tee. 2) aortic regurgitation (ar) that appears to be progressive, from mild to moderate ar on (B)(6) 2020 (presumably predischarge) tte to moderate or moderate to severe ar on (B)(6) 2021 and moderate to severe on (B)(6) 2022 and (B)(6) 2022 echocardiograms. 3) documentation on several echocardiograms of a posterior paravalvular jet origin. 4) suggestion on some echocardiograms of a short, apparently aneurysmal segment at or very close to the pvl jet origin (between the base of the anterior mitral leaflet and the posterior aspect of the aortic root). Some echocardiograms suggest the presence of a short aneurysmal segment at or very close to the pvl origin. Although it is possible that this represents only intermittent (with cardiac motion) visualization of the noncoronary sinus of valsalva rather than a truly aneurysmal portion of tissue, the presence of probably progressive paravalvular leak raises concern for aneurysmal tissue at the site of the pvl.